Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter of the event to obtain additional relevant information; an account of the event was provided and an attempt is being made to have an incident report filled out and returned. The reporter reassured that no harm had been caused to the patient as a result of the reported event and no medical intervention was required to preclude any injury. A review of ultrapulse surgitouch product risk file shows this is an recognized risk (#3.3 in risk file rd-1042360_f) which has been quantified and found to be likely to lead to a serious injury if malfunction were to recur. The risk has been characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive actions are required. Although no injury was reported, this malfunction might lead to serious injury should it recur, and in an abundance of caution, lumenis is reporting this malfunction. Lumenis is continuing its investigation of the reported event, and will file a follow-up MDR when additional information becomes available.

Event description:
A user facility reported that their ultrapulse surgitouch system continued to fire even after releasing the footswitch. No injury was reported to have happened, and no medical intervention was required to preclude any injury. The footswitch has since been removed from service.